Manufacturer narrative:
After battery installation, the unit powered up with a blank display. After further examination of the unit¿s interior, there is heavy corrosion and rust on electrical board just about everywhere. Unable to perform the displacement, or rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the blank display. Device received with a crack on the battery tube which starts at the corner of the belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was at the beach and insulin pump alarmed open book error. The customer's blood glucose value was 94 mg/dl. Troubleshooting was done. Customer reported that they received the open book image on the insulin pump screen. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.